Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is a duplicate of MFR report 1627487-2017-00583.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3: reference MFR report: 1627487-2017-00557 & 1627487-2017-00584. It was reported that the patient experienced intermittent stimulation. The patient would also lose stimulation when either moving around or by pressing the ipg site. The patient could also turn stimulation on by pressing the ipg site. Troubleshooting and reprogramming were unable to provide resolution. The patient underwent surgical intervention on (B)(6) 2017 to have the extensions and ipg replaced. Therapy has resumed post surgery.